Event description:
The customer received blood glucose readings of 27mg/dl, and 22mg/dl the following day on the contour next link. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.